Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try various troubleshooting steps, including plugging the pump into a power source, but the issue persisted. Consequently, it was resolved that the pump needed to be replaced. The customer was informed about the replacement and continued to use their current pump until the replacement arrived.